Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) had helium leak when the tank was left connected. The fault was detected during a review by the biomedical engineer in the operating room area. There was no patient involved.

Manufacturer narrative:
Updated fields: b4, e1 (event site name), g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions, component code), h11 corrected fields: h6 (medical device ¿ problem code). Due to character limitation in block e1: event site name: (B)(6) medical center. A getinge field service engineer (fse) evaluated the unit for the reported condition. During evaluation, it was observed that the cart carrying the cardiosave console had a broken o-ring (0354-00-0208) at the helium tank connection point and the gasket on the helium tank (0348-00-0185) was cracked and split. Both components were replaced. Following replacement, verification testing confirmed that no helium leak was present. Pressure stability was confirmed over a 30-minute period, and the unit was subsequently cycled with a test cylinder for an additional 30 minutes without any faults observed. All functional and safety checks were completed successfully. The unit was returned to service and cleared for clinical use.